Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.